Event description:
The international customer reported that the ventilator alarmed due to a vent inop data acquisition pcb adc failure. The customer reported the device was use on a patient, but no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the data acquisition board to address the reported issue. The unit passed all applicable testing.